Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the investigation of this complaint is based on event description, physicians comment, and sales reps comment. No product or images were received to support the investigation. Based on the provided information, it was not possible to conclude the exact root cause for the experienced advancement difficulties with the second device. However, the anatomical form of the patient might not have been suitable for the introducer system which further resulted in damaging the tip. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used on a (B)(6) female patient by right fa approach. The patient anatomical form was suitable for endovascular repair and the procedure was performed as labeled. First, the physician placed zteg-2p-32-200-pf. While he attempted to advance, he felt resistance but the delivery system could advance to the target lesion and the stent was placed. At the confirmation angiography, endoleak was not confirmed, however the physician decided to place esbe-32-80-t-pf prophylactic. He attempted to advance the complaint device, but he could not advance in anyway. So he removed the complaint device from the patient body and he confirmed that the sheath tip was frayed. Therefore, he decided not to use the complaint device, and replaced with same rpn product to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported.